Event description:
The user facility reported that back in (B)(6) 2011, the surgeon performed a procedure using the gyrus acmi g400 general surgery workstation, he indicated that the thermal spread from the pk cutting forceps was broader than expected based on his previous experience with the gyrus products. The surgeon's concern in that the thermal spread may have caused collateral damage to the pt's ureter.

Manufacturer narrative:
The complaint could not be confirmed, the unit was inspected, electrically checked, and found to be within the manufacturer's specifications. Follow up with the hospital and physician regarding incident details and pt status have not been successful. Pt privacy was cited. Gyrus acmi will continue with the investigation with the device and the user facility and update the agency accordingly. The unit was found to meet specifications. A review of the complaint data base from (B)(4) 2010 - (B)(4) 2011 does not indicate trending for this complaint mode.